Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information provided by the customer. The customer reported the device was successfully reprocessed and the foreign material was removed. The customer reported the device did not need to be returned since it was now functional. During investigation, the device history record could not be reviewed as no serial number information was provided. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. The device has not been returned for evaluation. The investigation could not confirm the cause of the issue. The available information did not indicate a deviation from the reprocessing procedures and no physical damage was identified where the foreign material was found. If the device is returned, an investigation will be performed and a supplemental report will be filed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer was advised on how to reprocess specifically for the issue using the reprocessing manual. The customer called back advising of not being able to get the brush down the channel to clean the scope using the reprocessing manual. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the colonovideoscope had seeds stuck in the channel. The issue was found during reprocessing. There were no reports of patient harm.